Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient c/o pain under her left arm. The symptoms could not be reproduced in the clinic, and it was suggested that the outputs be temporarily increased to try and recreate the symptoms. There were no other patient complaints reported and the device remains implanted and active.